Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned but was not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event.

Event description:
Follow-up information obtained from the consumer indicates that in addition to burning, she also experienced red eyes and blurry vision after using the product. Consumer reported recovering from all associated symptoms. Consumer provided chronology in which she stated she began using this brand of contact lens solution in 2016 and then discontinued it in (B)(6), 2017. Consumer visited eye care professional for a scheduled eye exam on (B)(6), 2017 and reported that the doctor did not observe any damage. No treatment was provided. Information obtained from the doctor corroborates this narration. Eye care professional indicated there was no adverse event associated with this patient. The patient was seen for an annual eye exam followed by a contact lens fitting. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Recall coordinator reported that consumer experienced burning in eyes after using product. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation.

Event description:
Recall coordinator reported that consumer experienced burning in eyes after using product. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.